Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain. The home patient (hp) stated she had disconnected for something and then reconnected. The technical service representative (tsr) explained that the only time to disconnect during therapy is in the dwell phase and had the hp cycle power to clear the alarms and advised the hp to call for support next time she needed to disconnect during therapy so they could help with proper procedures. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time. A follow up was made via phone call with the home patient (hp) regarding the alarm. The hp stated she did not notice any visible damage or abnormalities with the cassette that was in use the hp confirmed she disconnected and reconnected from the machine, but stated there were no adverse events as a result. The hp stated she discarded the sample and did not know the lot number. The hp was advised to contact her nurse so she could review proper procedures with the hp. The hp stated she was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated she had disconnected for something and then reconnected. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).